Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay that this report 1825034-2014-07186 was sent in error. The product associated with this report is not distributed for use in the united states and is therefore not FDA reportable.

Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent an osteosynthesis procedure on (B)(6) 2011 due to a fracture in the supra-chondylian area.

Manufacturer narrative:
This follow-up report is being filed to relay correct explant date. D7 should be blank as no product was explanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. During the revision surgery on (B)(6) 2011, the patients fracture was treated with a competitor lcp plate.

Event description:
The patient underwent a knee surgery on (B)(6) 2010. After this surgery, a fracture occured on supra-chondylian area. This fracture was treated by a surgery in which the surgeon performed an osteosynthesis on (B)(6) 2011. During the revision surgery on (B)(6) 2011, the patients fracture was treated with a competitor lcp plate.